Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual analysis noted cut to outer insulation, likely caused by sharp surgical instrument. This supplemental report is also being files to correct adverse event/product problem and outcomes attrib to adv event.

Event description:
It was reported that this right atrial (ra) lead had a flaw in the insulation prior to pocket closure. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead had a flaw in the insulation prior to pocket closure. The lead was never in service. No adverse patient effects were reported.